Event description:
The customer reported that they had a unit of plasma derived from whole blood with a red tinge they believe is due to hemolysis. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore no patient information is reasonably known at the time of the event. Terumo bct is awaiting the return of the disposable set. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the disposable set was received for investigation. A sample from the set was tested and measured in terms of concentrations of the free hemoglobin of the supernatants. The concentration of the sample was 20mg/dl. A visual inspection showed the plasma was hemolyzed. Three retention samples from this production number were visually examined. One bag was tested for solution volume and the other two were tested for the composition of the solution. There were no abnormalities in appearance and measured value conformed to in-house standards. The manufacturing and testing records were reviewed with no issues noted. A check of complaints for this lot showed no other reports of hemolysis for this lot number. The lowest value of the average cationization levels became relatively high as the result of the establishment of the lower limit of the ¿average cationization levels¿, which was established asa preventative action for leukocyte leakage. Root cause: a definitive root cause for this failure could not be determined. The following are possible root causes: characteristics of blood e.g. Red blood cell fragility. Bacterial contamination. Excessively cooling. Filter clogging-where aggregation is observed in blood prior to filtration, the leukoreduction filter is likely to clog or the filtration rate is likely to slow.